Event description:
A carbomedics mitral heart valve was replaced after 11.7 years of implant due to limited leaflet movement possibly due to pannus formation.

Manufacturer narrative:
Pannus formation was observed on the outflow surfaces of the sewing ring ,that reasonably grown up circumferentially on the sewing cuff and moved toward the orifice to be finally pinched and continued the growth in a position near to the hinge, reducing progressively the leaflet mobility until the almost complete motionless. Small thrombus depositions, visible on both sides of leaflet near the hinges, and reddish areas due to coagulated blood entrapment, visible on the inflow side of the sewing ring, can be considered as consequence of the above mentioned pannus overgrowth. In the sampling of the fibrous pannus and thrombus depositions submitted for histological examination, presence of inflammatory cells was revealed. Red blood cells were identified in the samples and in particular in one of them bacteria were detected with gram stain. The returned valve is characterized by regular mechanical, kinematic and hydrodynamic behavior and all values detected in hydrodynamic tests, performed on the returned prosthesis after cleaning, are compliant with the requirements of iso 5840:2015, showing a behavior comparable to the original functionality and documented in the function test performed at the time of manufacturing. The device worked with a good performance until the first symptoms of shortness of breath in (B)(6) 2015 (i.e. More than 10 years). Phenomena of partial leaflet immobilization, that could induce an opening difficulty, occurring to several models of mechanical valves, have been described in the clinical literature . Pannus formation has been reported in literature among others (entrapment between the leaflets and the housing of unraveled sutures, long suture ends or strands of chordal tissue, prosthesis size mismatch, suboptimal valve orientation, peculiar hydraulic conditions in the heart) as possible cause for this events. It is possible that a severe inflammatory response secondary to patient conditions and risk factors may have contributed to the documented pannus formation. Lacking of further clinical information does not allow to draw a conclusion. Based on the results of the analysis performed the reported event cannot be explained by any factor intrinsic in the involved device.